Event description:
Argon laser in use 27 minutes for tympanoplasty when it started smelling like burnt rubber, stopped working properly. Case stopped. Pt will need to be readmitted for repeat surgery.